Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse performed a system decontamination and preventive maintenance. The cause of the discordant calcium, magnesium and phosphate results is unknown. The cse verified that the calcium, magnesium and phosphate assays were successfully tested. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium (ca), magnesium (mg) and phosphate (po4) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate system. The corrected ca, mg and po4 results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca, mg and po4 results.